Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message and self-selected the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of poor pad contact was observed and attributed to the test port receptacle pins. This is a malfunction which only impacts self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device performs to specification. Reports of this nature are typically not considered to have any clinical impact. The customer's report of self selects energy level was not replicated or confirmed. The device was put through extensive testing including bench handling and functional stress testing without duplicating the report. The front panel keypad was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.